Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The occlusion test, prime test, and excessive no delivery test weren't performed due to motor error alarm. The motor passed the motor test. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus for a meal. Customer's blood glucose was 378 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.